Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and the patient interface module leak test failed. The stm removed the pneumatic module and patient interface module and checked the integrity of all connections, then reassembled the iabp and performed all manifold leak tests, and 30 psi calibrations in which all tests and transducers passed. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.